Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that three days after implant the patient was admitted to the hospital and given IV pain medication due to severe back pain. Stimulation was turned off but the back pain did not subside. The patient has now recovered and the pain has returned to baseline.